Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a red screen when it was turned on and alarmed code 46223. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. A visual inspection found no physical damage. No evidence was found during a review of the event history log. During the functional testing, the customer reported issue was able to be confirmed during the initial power up procedure. The cause was found to be the pwa board. The pwa board was replaced and current software was installed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.